Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) was recorded as high. Customer administered manual insulin injection to address bg. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.